Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the alternate sensing vector. The patient was having a drink at the time of the events, even though the doctor advised against it. Technical services advised some programming options. The clinic has now reprogrammed the shock zone rate up to 250 bpm. There were no additional adverse patient effects. The system remains implanted.